Event description:
On (B) (6) 2009, the patient reported experiencing air bubbles in his insulin cartridges, since beginning use of the infusion device in (B) (6) 2008. He stated that the air bubbles occur approximately every 2 days. He stated that he uses room temperature insulin and he only fills one cartridge at a time. He gently taps the insulin cartridge during filling to move air bubbles and he primes them out. He properly adjusts the piston rod prior to insertion and he does not over-tighten the luer connection. A request for additional training was submitted. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.